Event description:
While in IV room, pediatric IV technician found a small flake in a 50ml IV syringe. The flake moved when plunger was moved in and out. It was between the hub and the plunger but not in area where fluid would be drawn up. IV tech escalated it to internal departments. Associated director of peds pharm alerted materials. Pictures of syringe were sent to internal department via text and email. Syringes in patient care unit pharmacy and patient care unit IV room were checked and syringes with affected lot exp were sequestered. In addition to the original "dirty syringe", #33 syringes were sequestered. Syringes were put on internal department desk. The flake is within the barrel of the syringe. Picture embedded in this report and will be sent to the manufacturer for investigation week of [redacted date]. There were many recent similar reports in maude database, but none matching our lot number.